Event description:
This event was a result of the internal complaint investigation for problem report pr # (B)(4). The reactivity assignment in our human oligotyping software (hos) program for a32:04 allele in primer mix pm019e was determined to be incorrect. Several lots of unitray abc ssp with taq kits (catalog # 7800110) were affected by the incorrect a32:04 allele assignment. The kits will produce an incorrect low resolution typing or mistyping result of a 02, a 03 alleles when testing a sample which has the a 32:04 allele. The user will be unaware of the incorrect type, unless they confirm the sample typing by another method, therefore, this would be considered a mistype.

Manufacturer narrative:
The internal investigation identified that the reactivity assignment in our human oligotyping software (hos) program for a32:04 allele in primer mix pm019e was determined to be incorrect. Product labeling with primer mix pm019e will be updated to remove specificity for the a 32:04 allele. Additional investigation activities are still ongoing and will be reported in the 30-day report. Affected lots of unitray abc ssp with taq kits (catalog # 7800110).